Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of ventricular signals, observed on the presenting electrogram. The oversensing was falling into blanking period. Technical services (ts) discussed programming options including adjusting ra sensitivity. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.